Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range shock impedance. It was noted that the shock impedance was gradually increasing for several months before consistently staying high out of range. The lead was replaced. No additional adverse patient effects were reported.